Manufacturer narrative:
The faulty ups was returned by the customer to merge healthcare on may 25, 2016 for evaluation and testing. Results showed that the batteries in the unit were defective. The batteries were replaced and recharged. The unit then underwent qc testing. Upon successful completion of the testing, the unit was returned to service stock.

Event description:
Merge hemodynamics monitors, measures, and records physiological data from a human patient undergoing a cardiac catheterization procedure. The system comprises the patient data module and the hemodynamics hemo monitor pc. The two units are connected via a serial interface. All vital parameters and evaluations are registered and calculated in the patient data module. This data is then transmitted to the hemodynamics hemo monitor pc via the serial interface. All data can be shown and monitored on the hemodynamics hemo monitor pc. On (B)(6) 2016, a customer reported to merge healthcare that the ups (uninterrupted power supply), a sealed battery containing lead and sulfuric acid, emitted a sulfur odor and was very hot to the touch. Information obtained from the customer confirmed that no patient was present when the problem occurred. If parts of the hemo system become energized, there is a potential for direct harm to the patient and/or user including electrical shock or burns. However, the customer confirmed that no one was neither injured nor needed treatment as a result of this event. (B)(4).